Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 ra lead, implanted: (B)(6) 2006; 693265 rv lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered therapy to the patient multiple times for atrial flutter with rapid ventricular response. The patient had an increased heart rate with atrial fibrillation (af) and no wavelet. The device was reprogrammed and the patient had a manual cardioversion done. The device remains in use. No further patient complications have been reported as a result of this event.